Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported an adverse event while the device was in use. The device was programmed to deliver an unspecified solution. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that the peripheral IV had infiltrated. It was reported that the infiltration involved, "the patient's fingers to approximately 3 inches below the elbow" of an unspecified arm. The delivery was stopped. The device was removed from clinical service. It was reported that the arm was elevated and warm compresses were applied. The patient was transferred to a "higher level facility" for monitoring. It was reported that at the second facility, the warm compress therapy and elevation of the arm were continued. No further medical intervention was required. The customer contact indicated that on following day, the swelling had dissipated and the patient was discharged to home. During testing at the user facility, the device passed testing. Although requested, the customer declined to provide any additional information.